Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high-pacing impedance measurements, loss of capture, and high capture thresholds. As such a lead fracture was suspected. The patient was brought to an in-office check and the rv lead was reprogrammed to unipolar mode and the measurements were better. The plan is to continue monitoring and plan for a new rv lead. Additional information was received from the field mentioning that the rv lead has been surgically abandoned. The patient was identified as occluded when a venogram was completed so a new system was inserted on the right side. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high-pacing impedance measurements, loss of capture, and high capture thresholds. As such a lead fracture was suspected. The patient was brought to an in-office check and the rv lead was reprogrammed to unipolar mode and the measurements were better. The plan is continuing to be monitored and planned for a new rv lead. Currently, this rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high-pacing impedance measurements, loss of capture, and high capture thresholds. As such a lead fracture was suspected. The patient was brought to an in-office check and the rv lead was reprogrammed to unipolar mode and the measurements were better. The plan is to continue monitoring and plan for a new rv lead. Additional information was received from the field mentioning that the rv lead has been surgically abandoned. The patient was identified as occluded when a venogram was completed so a new system was inserted on the right side. No additional adverse patient effects were reported.